Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm and unexpected battery power loss anomaly due to blank display. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alert and off no power. The blood glucose was 125 mg/dl. The customer reported via phone call that the customer was not able to rewind the insulin pump due to motor error alerts. The troubleshooting was performed. The customer stated that drive support cap was normal and they declined the motor position encoder alarm. The customer advised to discontinue use of the pump and to revert to back up plan per healthcare professional instructions until replacement arrives. The device will be returned for the analysis.